Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit any thermal damage. A piece of insulation measuring 0.019¿ x 0.052" in length was missing. The conductor wire was exposed, however no wires were damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor insulation is attributed to mishandling, most commonly caused by collision with another instrument or sharp object. A review of the device logs for the fbf (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fbf was last used on (B)(6) 2021 via system serial# (B)(4). There were 2 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: the instrument was found to have damage of the conductor wire's insulation and exposed internal wires along with a passed electrical continuity test. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was observed to have physical damage. On 01-sept-2021, intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding this event: the customer confirmed that the defect of the instrument did not occur during the surgery. It was detected and reported by the reprocessing unit for medical products. Patient demographics and medical history from the previous procedure were not provided.